Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported a ventilator in which the touch screen was not working. There was no patient involvement / harm.

Manufacturer narrative:
G4: 18mar2020 b4: (B)(6)2020. Per customer this unit is not on this location. The unit is not available for the upgrade. This unit will be repaired when it becomes available. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.